Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device capsule "became very thin." The physician performed "surgery to check, found no connective tissue around the device," and that "the connection part of [the] leads and ipg (pacemaker) [were] outside of the muscle." The ipg and both leads remain in use. No patient complications were reported as a result of this event.